Event description:
The device was returned for service. During service by baxter, a cracked door assembly was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
The facility representative reported, "needs a new door." Information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found a cracked door assembly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.